Event description:
Pulmonetic systems, inc. Received the following report from a representative of ge medical: delivered volumes very low (when set at 500, delivers only 80), in press control mode, they state no pressure delivers only 80), in press control mode, they state no pressure delivered/flow. No patient harm reported. No alarm conditions were noted.